Manufacturer narrative:
Concomitant medical products: 4298 lead, implanted: (B)(6) 2019; dtba2q1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.